Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt called the rep today saying that she has not used her system in several months because of pain at the battery site. She has not charged her battery for several months and the pain has not changed, so rep is assuming it¿s mechanical pain in the pocket. It was unknown if there were any external/patient factors. No diagnostics have been performed yet, rep will be meeting up with her on (B)(6) 2022 to evaluate her system. The issue has not been resolved. Additional information was reported that patient is contacting their doctor to have the ins removed as a result of the pain at the battery site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a field representative on (B)(6) 2022. The patient declined meeting up and just wanted her system to be removed. There was pain at the battery site with the battery on or off meaning that the battery was rubbing across nerves in the pocket causing pain. It was unknown if the explant had been set up yet. Another rep met with the patient at the implanting physicians office on (B)(6) 2022. It was at this appointment that the patient told their healthcare provider that she wanted the system removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.